Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that, during testing, the pump had a missing upstream occlusion sensor seal. Per reporter, the air sensor was also unattached and falling off. There was no patient involvement.

Manufacturer narrative:
H3 and h6 codes: updated. The suspected device was returned for evaluation. The event history log was reviewed and there were no errors related to the customer complaint. The device was visually inspected and found upstream occlusion (uso) seal missing, sensor is damaged item number on the rear label of device is incorrect. During the functional testing, the customer reported issue was confirmed. The unit uso seal was missing and replaced uso seal. Air sensor was detached from unit replaced air in line sensor. Preformed air sensor test unit passed test. Calibrated downstream occlusion (dso). Updated software to the latest version and reset to standard configuration. The service history review had no indication that the complaint was related to a service of the device within the review period.